Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported "the following was obtained during clinical assessment: redness or swelling was identified at or around the central line insertion site. The event involved a tl powerpicc placed in the upper arm." No other information was provided.